Manufacturer narrative:
Siemens customer service engineer (cse) went on site and performed a total service check on the instrument in question and found no mechanical failures. No parts were replaced and no mechanical failures were found. The sample results were reproducible on two advia centaur xps and one advia centaur cp and across two lots of reagents indicating that the issue is not related to a specific advia centaur system or reagent lot. Calibration results are acceptable. Siemens continues to investigate the issue. Ous: the limitations section of the instructions for use states the following: "the advia centaur hbctotal assay is limited to the detection of total antibodies to hepatitis b core antigen in human serum or edta plasma. Assays for the detection of anti-hbc may not identify all patient samples that contain hepatitis b virus or potentially infectious units of blood and may generate false reactive results. Assay performance characteristics have not been established when the advia centaur hbc total assay is used in conjunction with other manufacturers' assay for specific hbv serological markers." Advia centaur hbc total reagent: lot 100071, expiration 11/11/2015, (B)(4); reagent lot 100072, expiration 01/07/2016, (B)(4).

Event description:
Customer observed a sample that was (B)(6) on the advia centaur xp and advia centaur cp (B)(6) total ((B)(6)) assay that was (B)(6) by alternate methods. The (B)(6) result did not fit the clinical picture. There are no reports that treatment was altered or prescribed or adverse health consequences due to the discordant (B)(6) total results.

Manufacturer narrative:
MDR 1219913-2015-00132 was submitted on august 4, 2015 reporting a sample that was (B)(6) on the advia centaur and advia centaur cp hbc total assay that was positive by alternate methods. The negative result did not fit the clinical picture. October 12, 2015 - additional information siemens requested the samples to be se.nt to siemens for testing, however the samples were not available for testing. Siemens also requested the results of the additional (B)(6) markers but these were not provided. The root cause cannot be determined. The customer is not questioning the overall sensitivity of the assay and has not had any additional occurences.